Event description:
A territory manager (tm) contacted zoll (B)(4) to report that he learned of a patient death. The patient experienced an episode of vt what was properly detected by the (B)(4). Treatment was initially delayed by the conscious patient through response button use. The patient's wife reported that she used the response buttons which further delayed treatment after the patient lost consciousness. A full energy shock was eventually delivered by the (B)(4) 12 minutes after the initial onset of vt. The shock did not successfully convert the arrhythmia which deteriorated into asystole.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon evaluation, the monitor was found to be fully functional. Results of death analysis: the patient experienced vt from 20:26:22 to 20:32:11. Vt degraded to vf at 20:36:17 and remained in vf until 20:38, at which point appropriate treatment of 150 joules was delivered. The patient's rhythm then showed five idioventricular beats and continued into asystole at 20:38:19. The device was powered down at 20:44:29. Based on the patient's download, the frequent use of the response buttons by the patient's spouse delayed the treatment and likely contributed to the unsuccessful defibrillation. Upon paramedic arrival, the patient was pronounced deceased at the scene.